Event description:
Add'l info rec'd from MFR 2/23/01: the microscopic appearance of the penetration and of the abraded area is typical of those caused by repeated contact with calcific plaque during intra-aortic balloon pumping. Plaque abrasion and the ultimate penetration of the iab is not entirely uncommon and has been reported in the literature on various occasions. Unfortunately, all iab's are possible subjects of plaque abrasion, the time being determined by such variables as the degree of calcification of the plaque, its location within the aorta, and the size of the aorta, as well as the iab's position in relation to that plaque. The smooth-edged penetrations and tears most likely resulted when the balloon membrane came in contact with a sharp-edged instrument during the surgical removal process of the iab.

Event description:
In 2000, the pt received a second iab catheter. The first iab catheter was removed due to kinking (the arrow iab catheter was not retained). In 2001, blood was found in the catheter indicative of a leak. The physician attempted to remove the catheter but it was entrapped. The pt underwent surgical removal of the catheter and femoral artery repair. Further investigation revealed that the pump alarmed several times during the last eight hrs of pumping. The datascope console alarmed "autofill failure" autofill failure prompts the user to check connections and repurge the catheter - it does not prompt the user to look for blood in the catheter. Blood was found beyond the safety disk and the drain port - it went inside the machine. No "blood detect" alarms occurred. Since "autofill failure" is a higher priority alarm than "rapid gas loss", "check iab catheter", or "leak in iab circuit", it may be possible that several alarms occurred at the same time. If this were the case, only "autofill failure" would be displayed which then does not prompt the user to look for blood.